Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for e0 and hi blood glucose test results. The customer is concerned with tests results from results obtained of e-0 and hi. The customer's expected fasting blood glucose test result range is unknown. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Customer called in stating that meter was reading e-0, during troubleshooting, meter display results as "hi". Informed customer that it was an indication that his blood sugar is above 600mg/dl. Customer states that he just ate, and he will check again later. Customer denied symptoms of high and low blood sugar at time of call, customer denied need for medical attention at this time. Customer is newly diagnosed with diabetes, and today was the first time he uses his meter. There is no other results in meter's memory.